Manufacturer narrative:
Retainer ring=missing. On (B)(6) 2021 customer called in with the following concern: serial number of the backside is faded and hard to read. Proceed it with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short not allowing unit to turn on or access to download. Force sensor zero offset within spec (20.4mv). Pump received with missing retainer ring. Unable to perform displacement test, lock a test p-cap or reservoir into the reservoir compartment due to missing retainer ring. Unit also received with missing reservoir tube o-ring, broken reservoir tube lip, cracked keypad at select button, missing display window cover, cracked case(battery tube), cracked battery tube threads and missing serial number label. In conclusion, unit came in with missing serial number label and blank display due to corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was broken and return for analysis. No harm requiring medical intervention was reported. The device will be returned for analysis.